Event description:
It was reported the ipg had migrated and the physician planned to explant the scs system. The ipg had moved outward and was causing a pressure sore in the buttock area. F/u identified the physician explanted the system. It was reported there was a visible sore and the ipg was visible at the sore. The pt was placed on oral antibiotics. The pt had cancelled the f/u appointment and a post surgery status was not available at the time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.